Event description:
The customer reported having high blood glucose of 581mg/dl, and he has changed his infusion set at least eight times over the weekend. The caller stated that he went to urgent care center to get prescription for insulin and syringes to use as a back up plan. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. The high pressure test was completed and passed. The customer mentioned that he has recently lost over fifty pounds and he believes that the weight loss is contributing to his high glucose level. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.